Manufacturer narrative:
For the one pending event, the investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue was ruled out as the qc was in range.

Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 1 event, the investigation determined the cleaning of the measuring cells were not properly executed by the system due to contamination or a clot in both measuring cells. The issue was resolved during the next measuring cell cleaning cycle. For 2 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 event, the issue was caused by a damaged wash station nozzle. For 2 events, the investigation is ongoing. The follow up actions for 1 event was that the investigation reviewed the system alarms, and there were two alarms that indicated a problem with the sipper probes and the washing position. These codes were for both measuring cells and is typical for contamination or a clot within the measuring cells. These system alarms could result in improper cleaning of the measuring cells. The measuring cells were cleaned in the next cleaning process of the measuring cycle. The customer did not report any further issues. The follow up actions for 1 event was that the field service engineer replaced a printed circuit board, a reagent probe, and pinch valves. The analyzer was decontaminated and cleaning maintenance was performed on the flow paths. The damaged wash station nozzle and sample probe were replaced. Performance testing was run and was within specifications. There were no follow up actions for 4 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
Questionable non-reproducible results were generated by the cobas 8000 e 602 module. The events involved a total of 20 patients with the following: 1 questionable result for elecsys ft4 iii assay, 1 questionable result for elecsys tsh assay, 1 questionable result for elecsys cortisol ii, 17 questionable results for elecsys hcg + beta test system, 1 questionable result for elecsys ca 19-9. The patients' ages ranged from 25 years to 71 years. The other patients' ages were requested, but were not provided. One patient's weight was (B)(6). The other patients' weights were requested, but were not provided. There were 4 females. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.